Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, the footswitch was not providing ultrasound and intermittent aspiration was experienced. It was reported that the side and toe switches were functioning, not the main pedal. After a couple of attempts, the ultrasound started working, but during viscoelastic removal, aspiration stopped. Manual aspiration was performed. The case was completed without further incident. Additional information was received indicating the surgeon lost control due to the malfunction of the footswitch and the patient experienced bleeding of the iris. There is no permanent damage.